Manufacturer narrative:
The customer identified two instruments with different serial numbers that did not close flush but was unable to determine which of the 2 instruments were used in the operation in question. This report will be for instrument 2 of 2. This report is related to patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a surgical procedure the grasping forceps did not close flush but slightly offset. A patient experienced problems after a hemicolectomy and required additional surgery. During the re-operation, several intestinal perforations were found. It is suspected that this was caused by the grasping forceps, since the distances correspond to a "meckel's diverticulum". Here, the intestine is examined piece by piece and the grasping forceps are used to grasp at certain intervals. The patient also developed peritonitis. Additional information has been requested, however, no information has been received at this time.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h4, h6, and h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The most probable cause of the complaint is categorized as; cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.